Event description:
It was reported tht the ventilator did not deliver any volume without an audible alarm during testing. The ventilator was not connected to a patient when the reported problem occurred.